Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the saw attachment becomes loose while sawing. Due to that issue, the saw blade falls out of the attachment. There was no harm for patient, operator or third party reported. This was noticed before the surgery. No further information received. Update dw: 16-feb-2024: further information were provided that apparently the event occurred during use.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 it was reported that the saw attachment becomes loose while sawing. Due to that issue the saw blade falls out of the attachment. The reported event was not confirmed. The manufacturer evaluation did not reveal any problems with this device.